Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Final analysis performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during device preparation prior to implant procedure, the pacemaker was found to be in backup vvi mode upon device interrogation. The pacemaker was not used and replaced on (B)(6) 2024. There was no patient involvement.